Event description:
The customer states that she keeps having threshold suspend and low predict with sensor glucose 49 mg/dl and the blood glucose was 198 mg/dl. The alarm went off while she was walking her dog. The current blood glucose was 253 mg/dl. Advised to turn off and turn on at a later time. Advised the customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.